Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a battery problem on the implantable pulse generator (ipg) device. The device remains in use. No patient complications have been reported as a result of this event.